Manufacturer narrative:
As of today the investigation is still in-process. A follow-up will be filed as needed.

Event description:
It was reported that during qas calibration the technologist was able to move the c-arm freely. No injury reported. A field engineer was dispatched to the site.

Event description:
The field engineer verified correct qas calibration multiple times. Documents were provided to the customer on the proper way to power off the table so the c-arm brake operates normally on power-up. The issue has not reoccurred as of today.